Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that reciproc blue files, 6x, sterile broke during use. The broken part remains in the root canal. Patient advised to see endo specialist for further treatment. The outcome of this event is unknown as of this MDR. Further information requested.

Manufacturer narrative:
Involved product which was complained, was not returned and cannot be analyzed. Futhermore no lot number available. Therefore no investigation is possible. All complaints are monitored through the monthly product surveillance committee and a corrective action could be determined by the committee.